Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose bleeding ligature procedure performed on (B)(6) 2022. During the procedure, the bands got twined and it could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle only) was analyzed, and a visual evaluation noted that the handle slot did not show insertion marks of the trip wire. The suture thread was in good condition, including the returned irrigation tube. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned handle, it was found the handle slot did not show insertion marks of the trip wire, suggesting that the trip wire was not secured. This suggests that a malfunction of the device may have occurred; however, the ligator housing was not returned, it is not possible to identify the reported problem of "bands unable to deploy." A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to slip inaccurately. The suture tension may not have been correct affecting the functionality of the device. However, since the ligator housing was not returned, it is not possible to carry out a more thorough investigation to identify the reported problem. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose bleeding ligature procedure performed on (B)(6) 2022. During the procedure, the bands got twined and it could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.